Manufacturer narrative:
H10. Corrected date. Corrected h6 investigation finding code and remove known inherent risk from investigation conclusion.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally there can be a number of potential known and unknown patient related contributing factors. Svd a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes including calcific and non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction may also play a role in the development of valvular stenosis. The cause of the event cannot be determined however, patient factors and progression of patient underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required appropriate investigation will be performed. Article yamashita y. Shimamura k. Maeda k. Yamada y. Ide t. Kuratani t. And sawa y. 2020. Simultaneous aortic valve-in-valve and ascending stent grafting for prosthetic valve stenosis and ascending flap. Annals of vascular diseases, 13 4, 422 to 425.

Event description:
It was reported that a patient with a 21mm aortic pericardial valve, implanted for approximately twelve years underwent a valve-in-valve procedure due to severe aortic stenosis. A 23mm evolutr valve was implanted in replacement. The device was originally implanted at another institution for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately eleven years, the patient presented with congestive heart failure and hemolytic anemia and referred to this institution.